Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause was unknown. The contact refused to provide patient weight.

Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had been feeling a jolting sensation at the pocket site since the first week or two after their last ins replacement in (B)(6) 2017. The patient was programmed on c and 9 on the left with 698 ohm impedance at 2.256 ma, and c and 1 on the right with 832 ohm impedance at 1.327 ma. Electrode impedance monopolar ranged from 865-1240 ohms and the bipolar ranged from 1000-1500 ohms at 1.50 volts during the impedance check. The hcp took an x-ray but nothing obvious was seen. They had tenderness at the extension connection site, and reported the jolting occurred 4-5 times per month with no pattern of when it occurs. The patient also had a buzzing sensation at the top of their head at the lead/extension site on the right side, the same side as the ins. The patient reported they still get therapeutic benefit. No further complications were reported as a result of this event.